Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia and blank display. The customer's blood glucose level was over 400 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin for high blood glucose level. Customer stated that after changing battery and now it is saying insulin pump error. Customer cleared the alarm and got a power loss alarm. The device will not be returned for analysis.